Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a uterine fibroid embolization [ufe] procedure the catheter tip detached within the patient's artery. The physician had acquired right contralateral retrograde femoral artery access and placed a 4f introducer sheath through the arteriotomy for successful pva embolic delivery to the fibrotic tumor. While attempting to remove the catheter over an .035 guidewire, post embolization, the catheter tip detached. Nitroglycerine and verapamil were administered for possible vasospasm appreciation. The patient was then transferred to another hospital for successful endovascular foreign object removal via an intravascular snare device. The patient tolerated the procedure well and is recovering.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force being applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.